Event description:
Manufacturer report number 3006705815-2020-00731.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-05024, 3006705815-2019-05025, 1627487-2019-14168. It was reported that the patient had a full system explant on (B)(6) 2019 due to the patient's leads and anchors becoming exposed, causing patient to develop an infection.

Manufacturer narrative:
An event of a staph infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and anchor site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead site(s) and anchor site(s). Based on the documents reviewed, the source of the infection remains unknown.